Event description:
The service and repair department documented that the extraction screwdriver the tip was broken off and the matrix holding sleeve had a thread that was coming undone. The issue was discovered after a surgery was completed while the sales consultant was refilling a few pans of equipment. While refilling them and looking through the instruments, it was noted that a few instruments had been broken; it is not known how or when they were damaged. There was no reported patient involvement. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): review of the device history records for part number 03.632.036, lot 6746387, showed no non-conformances generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.